Event description:
It was reported that the patient awoke at home at one in the morning, feeling unwell with tightness across their chest and back. It was reported that the patient vomited two times before losing consciousness and collapsing. An ambulance was called and on arrival, the electrocardiogram (ECG) showed ventricular tachycardia (vt) at 150 beats per minute. The patient was given one synchronized cardioversion to convert back to sinus rhythm. The patient was given oral medications and hospitalized. It was determined that the vt was under the programmed therapy zone, therefore the implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.